Event description:
On (B)(6), 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2010, a routine CT scan was taken. The CT scan revealed aneurysm enlargement of 9mm. The cause of enlargement was unk. On (B)(6), 2010, an angiogram was taken, revealing a type ii endoleak originating from a sacral branch. The physician treated the type ii endoleak with coil embolization. The endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l devices involved: (B)(4).